Event description:
Orthopedic surgeon has performed about 100 unicompartmental knee replacements in the last 4 years. They have noticed a high failure rate with the inlay type prosthesis. There are several modes of failure; most common is simple failure to relieve pain with good looking x-rays, next is pain associated with radiolucencies around tibial component and worst is subsidence/angulation of the tibial component.multiple examples of each. Surgeon no longer uses this product but is angry that the company has not publicized the problem. Of course they hyped all the initial glowing reports. Surgeon is quite sure the favorable reports were generated by the developer with a financial interest in the product. They are now touting an alternative product but surgeon has seen no notification of any problem. I believe this is now well-known and of course common in orthopedics.